Event description:
It was reported that the customer had to press the power on button several times in order to turn on the device. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The user had to press the power button at certain place to turn on the device. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main control keypad assembly and determined the cause of the malfunction to be a worn power switch dome. The conductive material of the button was separated and resulting in intermittent recognition.